Manufacturer narrative:
The suspect sample was tested for its physical attributes. The product was determined to be within specification.

Event description:
Consumer stated that she experienced burning on her lips after using the product. No medical attention was sought for this condition.